Event description:
Two pt samples with discrepant glucose results repeat testing performed using different methodology. Pt 1 initial glucose result 33 mg/dl, repeat 100 mg/dl. The field svc rep was unable to determine a cause for the discrepancies. Performance tests were performed and within specifications.

Event description:
Two pt samples with discrepant glucose results repeat testing performed using different methodology. Pt 2 initial glucose result 66 mg/dl, repeat 123 mg/dl. The field svc rep was unable to determine a cause for the discrepancies. Performance tests were performed and within specifications.